Event description:
The customer reported that the 9900 system would display a security switch error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the general purpose operating system, real time operating system, the hard disk drive circuit boards and the x-ray hand controller. The system was tested and found to be working as intended and put back in service.